Event description:
The patient stated that the down arrow button is poorly activating desired pump functions when pressed within the past 2-3 weeks. The patient reportedly does not clean the pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4): on examination, the keypad was noted to be peeling at the ok button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the down arrow button had intermittent response and required excessive force to evoke a response when pressed. The remainder of the buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contact of the down arrow keypad buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.